Event description:
Revision surgery - patients joint unstable. Rotator cuff insufficiency. Took out all implants and converted to a reverse shoulder.

Manufacturer narrative:
The reason for the revision surgery was to remedy an unstable joint after 4.1 months of patient use. The root cause of the instability was determined to be insufficient rotator cuff. There was no information reported that showed a material, design, or manufacturing problem. A review of the device history record showed no non-conforming material reports associated with the product. No further action required.